Manufacturer narrative:
The manufacturer received new and relevant information on 10/21/2024. The device was returned to the manufacturer¿s for evaluation. The manufacturer visually inspected the device. The manufacturer found no additional information. In addition, evaluation method code grid, evaluation results code grid, component code grid, and conclusion code grid has been added on h6 section. Sectiond9, g3 and h6 updated/corrected.

Manufacturer narrative:
Correction to the previously reported information: the manufacturer previously received information alleging issues with a dreamstation st30 device that the patient passed away. There was no allegation that the device contributed to the death. The device was returned to a third-party service center. During the evaluation of the device at the third-party service center, the device passed all testing and no other faults found. **UDI related data quality updates only** the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format. In this report, box d, h has been updated/corrected.

Event description:
The manufacturer received information alleging issues with a dreamstation st30 device that the patient passed away. There was no allegation that the device contributed to the death. Additional information has been requested regarding the details of the reported death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer.